Event description:
The customer reported that the guided wire nasal enteral probe did not come out in the passage of it. They had to remove it from the patient and pass another probe. The green protective cap fell and almost pinched the customer.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on august 17, 2020. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. Corrected section d9. Device available for evaluation? To reflect no.